Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had drive support cap was loosen. Customer also reported a high blood glucose event and blood glucose value was 492 mg/dl. Customer was reporting nausea and was using the insulin pump 48 hours before the high blood glucose event. Customer was not reporting that insulin pump was infusion more insulin than the expected. Customer had an emergency kit and treated the event with syringe. The customer was assisted with troubleshooting. Customer reported that insulin pump was dropped when was sleeping and back part was loosen. The device will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap, loose drive support disk, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked case from display window corner and stained end cap sticker. Unable to perform displacement test due to detached end cap.